Event description:
It was reported there was difficulty interrogating devices. The cord for the rf (radio frequency) head had to be manipulated for it to read device. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head has intermittent telemetry and failed all uplink functional tests; rf head cable found out of electrical specification. Analysis also found the rf head cable is twisted and the rf head label is damaged. (B)(4).